Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000481. A manufacturer representative went to the site to test the equipment. It was reported that the uninterrupted power supply (ups battery cartridge was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the mobile viewing station (mvs) dies when unplugged from the wall. The site leaves it plugged in and charging when not in use. There is no patient present.